Event description:
It was reported that a biliary stent allegedly failed to deploy in the popliteal. The vessel was slightly calcified. The physician encountered no resistance. Reportedly, it appeared that the stent only deployed about halfway. Another biliary stent was used for a successful procedure. The guidewire was .035 and the sheath was a 6f. No patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The complaint sample has been returned to the manufacturing site and the investigation is currently underway.